Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: 510k: this report is for an unk - screws: viper/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for viper cfx cementation procedure. During the surgery, it was impossible to inject the confidence cement within 2 screws. There was no fragment generated. The surgery was not completed successfully. There were 15-minutes surgical delay. No patient consequences are reported. This complaint involves six (6) devices. This report is for (1) unk - screws: viper. This report is 1 of 6 for (B)(4).